Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The complaint could not be confirmed during in-house testing, as the issue was not reproduced. However, review of the in-vivo data confirms that the customer received sensor replacement alerts ec#1 and ec#39, and a review of the glucose rate of change confirms that the cause of the failure was likely noise in the glucose values on (B)(6) 2021. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.